Manufacturer narrative:
(B)(4) date sent to the FDA: 07/08/2016. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported in a literature article that the patient underwent a living-donor liver transplantation/ldlt procedure with duct-to-duct biliary reconstruction/ choledochocholedochostomy on unknown date and the suture was used for end-to-end anastomosis between the graft and recipient bile ducts with a running posterior line and an interrupted anterior row of stitches or with interrupted suture in both the posterior and the anterior walls with the use of pair-watch suturing technique. It was also reported that in case if more than one ductal opening in the graft, if the openings were adjacent to each other, ductoplasty was performed to suture them to form a single orifice, or if two ductal openings in the graft were far apart, separate duct-to-duct anastomoses were performed without ductoplasty. Following the procedure, the patient possibly experienced biliary leakage. It was possible that biliary leak occurred from post-transplantation biliary stricture. It was also reported that the patient possibly underwent endoscopic retrograde nasobiliary drainage / enbd or percutaneous drainage under CT guidance. No further information is available.